Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 500 mg/dl. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.